Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Based on the additional information collected, the treatment was completed using the wireless footswitch. The philips remote service engineer (rse) examined the system remotely and confirmed that a single-shot pedal command was continuously active, which inhibited fluoroscopy. During troubleshooting, the rse found that the single-shot pedal on the wired footswitch in the examination room was being pressed due to physical contact with the pedestal frame, preventing fluoroscopy operation. To resolve the issue, the wired footswitch was repositioned and the pedal was released. The system was then returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as there was no issue with the wireless footswitch, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on investigation outcomes.